Event description:
It was reported that during a meniscus repair surgery, two (2) fast-fix 360 were introduced in the cannula and deployed t1 into the meniscus. T2 was fired but it did not come out into the meniscus. The procedure was completed with a 10-min delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device is not in its original packaging. T1 is off the end of the insertion device and the actuator bar is warped and pulled outside the channel with t2 and the suture string still in the channel. A functional evaluation was performed on the returned device and found that it is unable to cycle as the actuator bar is outside the channel and warped. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.